Manufacturer narrative:
Analysis of the cart 9733560xom fusion em system (serial #: (B)(4)) found insufficient information, as it passed the work order. Analysis of the software 9733467 fusion ent app (unknown serial/lot #) found em interference. Per cc-1218456. An artifact on the image was suspected to have led to the reported issue. This case may be re-opened if additional information is received. Product event summary #fusion tracker rotated on 3d model concomitant medical products: other relevant device(s) are. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred during registration of a functional endoscopic sinus surgery (fess) procedure. It was reported that during registration the patient tracker did not lay flat on the patient's 3d model. The surgeon attempted to manipulate it and click other areas but was unable to get the tracker to lay flat. The tracker was rotated about 90 degrees on the 3d model. The surgeon did not proceed with navigation. No impact to patient and less than an hour delay reported.